Event description:
The customer reported (3) false positive results with the binaxnow covid-19 antigen self-test performed on various dates over several weeks using one lot. This MFR. Report addresses test (3) of (3). The consumer tested positive with the binaxnow covid-19 antigen self-test performed on a nasal swab sample. Confirmation testing was performed via several unknown rapid tests and one pcr test. Although requested, the exact brand, quantity of tests, and dates of testing were not provided. All confirmatory tests generated positive results. Patient was symptomatic- had cold-like symptoms on each occasion. No additional information including patient health status or outcome was provided.

Manufacturer narrative:
Event date is an approximation. The investigation is still in progress. A supplemental report will be provided after completion. Reference related MFR. Report numbers: 1221359-2022-04548, 1221359-2022-04771.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 182285 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 182285 / lot 182285 and device part number 195-430h / lot 180464. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 182285 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.